Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within the specified range. No failed battery test alarms or battery out limit alarms were noted. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube and cracked case near the display window corners was noted during the visual inspection. Moisture damage was noted on the display board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she noticed the insulin pump had moisture behind the screen. Customer stated she had gone swimming and after she reconnected the device and noticed the moisture. Customer's blood glucose was 143 mg/dl. Customer stated the fluids are under the lcd display. Customer was unaware how the device was exposed to the moisture. Customer stated there were no cracks on the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.